Manufacturer narrative:
The lot number was provided for the thirteen malfunctions; therefore, lot history reviews could be performed. The sample was not returned to the manufacturer for evaluation; however medical records has been provided and reviewed for 17 malfunctions and a medical abstract was provided for one malfunction. Of the 17 malfunctions that received medical records, 15 are confirmed for perforation and two are confirmed for perforation while being unconfirmed for tilt. The malfunction that received a medical abstract is confirmed for perforation. The two remaining malfunctions are inconclusive as no objective evidence was provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Gfxf3018, gfbp3329, gfxl1926, gfyf3827, gfyf3383, gfyf3833, gfyf3826, gfyl1958, gfyj3907, gfzd4295, unknown).

Event description:
This report summarizes 20 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All 20 malfunctions involved patients with no consequences. Of the reported patients, 18 patients ranged from 27 to 85 years of age. Two patients weighed between 141 and 227kgs. Of the reported patients, 10 were male and eight were female. The remaining patient information was not provided.

Manufacturer narrative:
H10: of the reported 20 malfunctions, lot numbers were provided for 12 malfunctions and the lot history review were performed. The product catalog number for one malfunction was updated as unk denali. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 19 malfunctions and images were provided for three malfunctions. Therefore, for 17 malfunctions the investigation is confirmed for the reported perforation, for one malfunction the investigation is inconclusive for perforation and for the remaining two malfunctions the investigation is confirmed for the reported perforation and additionally it was determined have and unconfirmed for filter tilt(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 ((B)(6)). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 20 malfunctions. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All 20 malfunctions involved patient with no patient consequences. Of the 20 patients, ten were male and nine were female, 19 patients age ranged between 27-99 years and three patient weighs in the range between 54-227 kgs. All other patient details were not provided.

Manufacturer narrative:
Of the reported 20 malfunctions, two malfunction were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90018 and 2020394-2022-90044. H10: of the reported 18 malfunctions, lot numbers were provided for 11 malfunctions and the lot history review were performed. The product catalog number for one malfunction was updated as unk denali. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 17 malfunctions of which one included images and for the remaining one malfunction, medical record was not provided. Therefore, for 15 malfunctions, the investigation is confirmed for the reported perforation, for one malfunction the investigation is inconclusive for perforation and for the remaining two malfunctions, the investigation is confirmed for the reported perforation and additionally it was determined to have and unconfirmed for filter tilt(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (gfxf3018, gfbp3329, gfyf3383, gfyf3833, gfyf3826, gfyl1958, gfyj3907, gfzd4295, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 18 malfunctions. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All 18 malfunctions involved patient with no patient consequences. Of the 18 patients, nine were male and nine were female, 17 patients age ranged between 27-99 years and four patient weighs in the range between 54-227 kgs. All other patient details were not provided.